Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from (B)(6) of a break in aseptic technique and bacterial peritonitis with culture positive for staphylococcus ("staph") in a patient coincident with dianeal pd2 ultrabag and dianeal pd4 ultrabag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2010, a break in aseptic technique occurred. On (B)(6) 2010, the patient experienced bacterial peritonitis and was hospitalized. It was not reported if remedial treatment was rendered. On an unreported date, the patient was transferred to haemodialysis (hd). On (B)(6) 2010, the patient was discharged from the hospital. It was not reported if the patient received re-training regarding aseptic technique, therefore the outcome for the event of break in aseptic technique was unknown. The outcome for bacterial peritonitis and action taken with dianeal therapies was not reported. The nurse believed the event of bacterial peritonitis with culture positive for staphylococcus ("staph") was unrelated to dianeal therapies. The nurse did not provide an assessment of causality for the event of break in aseptic technique.